Event description:
Initial result for a patient sodium was 131 mg/dl. When repeated, the result was 139 mg/dl. The incorrect result was not used to guide therapy. The field service rep repaired the instrument by replacing a malfunctioning pressure gauge.